Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 889-28, lot# va08adf, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the event was urinary retention. The patient was reprogrammed and the issue was resolved. Hospitalization was not required. The patient outcome was reported as no injury. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient was implanted for urge incontinence and did well during the trial. Nothing out of the norm occurred during the full implant, and general anesthesia was used. The patient went into retention after implant and it was attributed to anesthesia, but the patient continued to have retention. It was reported that they tried to discontinue cathing four times. It was reported that the ins was off and had been off for a week, but the patient was feeling a "charge at the base of the penis". The patient was still in retention and was also constipated, which was a new onset symptom. The patient had an appointment scheduled for (B)(6) with his hcp and they planned to check impedances. It was later reported that impedances were normal and a cystoscopy was performed to rule out obstruction. A cystometrogram was performed to assess what ml the patient felt urge to void. It was reported that no malfunctions were seen and no interventions were taken or planned. It was noted that the patient spontaneously voided on his own on (B)(6) and the hcp planned to leave stimulation off for another week and then turn it back on. The hcp thought it may be due to anesthesia used during implant. Additional information has been requested, but was not available as of the date of this report.